Event description:
The customer reported that there was a black bar in the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The a/d pc board and sensor cable were replaced. The service engineer performed the calibration and self tests. In addition, he conducted bench testing for several days. (B)(4).